Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, a nrg transseptal needle was selected for use. During transseptal puncture, there was a poor energization observed, and septal puncture was attempted four times but the nrg rf needle could not pass through. Hence, the device was replaced and the procedure was completed successfully using a non-bsc product. No patient complication has been reported. Device is not expected to be returned for analysis due to contamination.